Event description:
It was reported that during the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d) oversensing was suspected due to pacing inhibition and intermittent asystole this patient experienced. A temporary pace wire was used while the physician concluded the procedure. Once the right ventricular (rv) lead and left ventricular (lv) lead were connected to the can, the issue was resolved. Boston scientific technical services (ts) was consulted and discussed electrocautery as the possible cause of the reported allegations. No adverse patient effects were reported. At this time, this device remains in service.